Manufacturer narrative:
The field service engineer (fse) found bubbles in the sipper tubing. The fse deproteinized and activated the electrodes. He also replaced the reagents. No issues were reported afterwards. The investigation determined that the root cause of the event was bubbles in flow path. The service actions done by the fse resolved the issue.

Event description:
We received an allegation of questionable ise results for 2 patients' serum samples tested on cobas pro ise analytical unit. Results for the following tests were affected: sodium (na) and chloride (cl). Sample 1 (patient 1): na: initial result: 153 mmol/l. Repeat result: 141.3 mmol/l. Cl: initial result: 116 mmol/l. Repeat result: 105.2 mmol/l. Sample 2 (patient 2): na: initial result: 125 mmol/l. Repeat result: 137.3 mmol/l. Sample 3 (patient 3): na: initial result: 125 mmol/l. Repeat result: 134 mmol/l. The questionable results were reported outside the laboratory and the physician requested the samples to be repeated. The customer is in the process of correcting the results after they got repeated as the repeat results were deemed to be the correct results. The na electrode lot number was e0670 with an expiration date of 5-sep-2023. The cl electrode lot number was y0432 with an expiration date of 7-aug-2023.

Manufacturer narrative:
Calibration and qc prior to the event were acceptable. Investigation is ongoing. H3 other text : na.